Event description:
It was reported the patient was presented to the hospital. The patient's right ventricular (rv) lead was noted to have increased capture threshold. The physician capped and replaced the rv lead on (B)(6) 2024. The patient was in stable condition throughout.